Event description:
Event description guidant received information that this lead was implanted with high impedances. The lead impedance at the implant was 2400-2800 ohms through the pacing system analyzer. Through the device it was greater then 2500 ohms. The r waves were 15mv and threshold was 0.5 volts.